Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the lead was returned in two pieces. All four filars of the inner coil were fractured at 21.5 cm from the connector pin. The damage found likely resulted in the reported high thresholds. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. No patient symptoms were reported. No further information could be obtained.